Event description:
It was reported that this pacemaker system was suspected of exhibiting oversensing and undersensing of the right atrial (ra) lead channel. Technical services (ts) was consulted and recommended further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.